Event description:
The customer reported a leak of blue fluid underneath the coulter lh 780 hematology analyzer. The volume of the leak was reported as approximately 20 ml and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated in connection with the reported event.

Manufacturer narrative:
The field service engineer (fse) found the leak was from a hole in the tubing at vl12a (valve 12a) at the pinch valve. The fse replaced the tubing at vl12a to resolve the leak. (B)(4).